Manufacturer narrative:
No unexpected a-alarms or alerts noted during testing. Unit passed insulin pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, and basic occlusion test. The operating currents were within specification. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump flashed a message while they tried to replace the battery. The error message was unknown. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.